Event description:
Patient was seen by surgeon and has knee pain. It is assumed that he has mid flexion instability and this is causing his pain.

Manufacturer narrative:
An event regarding instability of a triathlon knee was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned for evaluation. -medical records received and evaluation: the records were reviewed by a consulting clinician who indicated that there is no evidence of an implant related cause for this revision surgery -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: as indicated in the medical review, the event is most likely caused by soft tissue imbalance from gap asymmetry and/or pcl incompetence. No material or manufacturing defects were identified. No further investigation is required at this time.

Event description:
Patient was seen by surgeon and has knee pain. It is assumed that he has mid flexion instability and this is causing his pain.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.